Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 228 mg/dl at the time of the call and reported the blood glucose value was not coming down even after giving insulin and changing the entire set. The customer also reported a hardware low-level failure (pump error 63). Troubleshooting was performed and found that the customer was treated with a manual injection. The customer was not reporting any symptoms related to blood glucose values. It was found that the pump was used within 48 hours and the auto mode feature was not active at the time of the event. The customer alleged that the insulin pump was under-delivering because the blood glucose value was not coming down. There were no bent or air bubbles in the infusion set. The customer was able to clear the alarm successfully, and the pump rewind was completed. The fill cannula was recorded in the device history and the error table does not indicate the pump should be replaced. Advised the customer to perform a self-test on the insulin pump and it did not get passed. The customer also received the safety notice for the retainer ring recall and there was no damage to the retainer ring and the reservoir can lock in its place. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version 4.11e. Retainer ring = clear. Case type = ngp. Customer returned pump for alleged pump error 63, retainer ring damage, high bgs and under delivering were found on (B)(6) 2023. Pump received with a cracked retainer ring. Unit passed active current measurement, sleep current measurement test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0871 inches. Pump did not pass the self-test. During the self-test, pump error 63 (variable 3) occurred at (B)(6) 2023 07:07:12.000. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 38.3 units of normal bolus was delivered on (B)(6) 2023 between 01:10:05.000 and 23:44:20.000. Pump error 63 (variable 3) was found in the history files on (B)(6) 2023 12:29:01.000. Pump was cut to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Force sensor zero offset within specification with 23.1 mv. P-cap locks properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage and cracked retainer. Pump passed functional testing and no under delivery anomalies noted during testing. Unable to confirm high bg's. Pump error 63 (variable 3) was confirmed due to broken trace at u1 pin 6 on the keypad assembly. Cracked retainer ring damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.